Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected with no damages observed. The cannula also was inspected with a pin gauge. Additionally, no arcing was observed.

Event description:
It was reported that during a da vinci-assisted gastrectomy - proximal surgical procedure, the fenestrated bipolar forceps instrument had a broken conductor wire (black). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end the instrument was found to have a broken conductor wire from the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The conductor wire broken with wires exposed. The wires were found to be still located in the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.